Event description:
It was reported that the patient has expired after an implant duration of approximately 0.4 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via e-mail) for the operative report, information regarding the device, and additional information about the event; however, no additional information was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.